Event description:
During a remote follow up, inappropriate shocks due to an incorrect interpretation of signals of sinus tachycardia as a supraventricular tachycardia was observed on the device. The patient reported discomfort from the shocks. It was noted the device performed according to the programmed parameters. Reprogramming was performed to resolve the event. The patient was stable.